Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level displayed as "high" (specific value was not provided) with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.